Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and pump wake button had issues. There was no reported impact to customer's blood glucose. Customer did not provide further details regarding the event. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.